Event description:
It was reported that the 9600 system displayed error message *iris pot* preventing operation. No patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified and the collimator resistor was replaced. The system was tested and found to be working as intended and placed back into service.